Event description:
It was reported that sheath detachment occurred. The 95% stenosed 40 mm long and 2.75 diameter target lesion was located in a moderately calcified mid to distal end of left anterior descending artery. During the procedure, the sheath of the opticross ic imaging catheter separated inside the patient. The device was completely removed from the patients body by simply pulling out. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer; the device returned without the retainer clip. No detachments were observed along the catheter . No other visual damages were encountered upon visual inspection. The hub was inspected under magnification and the retainer clip was missing. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that sheath detachment occurred. The 95% stenosed 40mm long and 2.75 diameter target lesion was located in a moderately calcified mid to distal end of left anterior descending artery. During the procedure, the sheath of the opticross ic imaging catheter separated inside the patient. The device was completely removed from the patients body by simply pulling out. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.